Event description:
It was reported the patient present in post-implant checks. Interrogation revealed the implantable cardioverter defibrillator (ICD) exhibited a diagnostic anomaly in which the high voltage impedance measurements could not be performed. The test was eventually able to be performed. There were no patient consequences.